Event description:
Reporter claims that when attached to piggy-back, it will allow flow for a while but then stop. Medication from the primary is being administered tot he pt but the secondary bag medication will not. Occurred during pt use. Sample available.